Event description:
It is reported that a customer was hospitalized for a heart attack and stroke. The customer's blood glucose level was 280 mg/dl. The doctor told the customer that the insulin pump may be the source of the patient's high blood glucose. The customer does not feel well to trouble shoot and states that they will call to trouble shoot when they feel better. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.